Event description:
It was reported that there was an over infusion in which the pump delivered "twice the volume." The intended programming parameters were not provided. Testing by the facility biomed resulted in no issues found with the device. There is no report of patient or user harm.

Manufacturer narrative:
The customer¿s report of an over infusion in which the pump delivered "twice the volume" was not confirmed. Visual inspection did not identify any damage or deficiencies. Functional testing was performed and all results were within specification. The pump module was subjected to a continuous infusion for >24 hours which was completed failure free. A review of the pump module event log identified that it only contained entries between (B)(6) 2017 and (B)(6) 2017. However as the event log did not contain entries relating to the reported dates, had any information been received it would not have been possible to make any correlation to determine any differences between the intended and actual set up parameters. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was an over infusion in which the pump delivered "twice the volume." The intended programming parameters were not provided. Testing by the facility biomed resulted in no issues found with the device. There is no report of patient or user harm.